Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was a line in the middle of the screen and it slowly disappeared. The customer now shows a circle in the middle of the screen that does not allow her to read the pump. Customer also mentioned that there was crack on the back of her pump. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.